Event description:
An implant card was received to the manufacturer indicating the patient had vns lead and generator replacement due to a lead fracture on (B)(6) 2013. X-rays were also received and reviewed by the manufacturer. The generator is visualized in a normal placement in the left upper chest. The filter feed-through wires appear to be intact, and the lead connector pin appears to be fully inserted into the generator connector block. The lead is visible, apart from a section of the lead that is behind the generator. The lead wire appears intact at the connector pin. No lead discontinuity observed in the assessed portion. As the lead pin is fully inserted, a lead pin insertion issue has been ruled out and a lead fracture is the more likely cause of the high lead impedance. The explanted lead and generator were returned to the manufacturer on 06/03/2013 and analysis is pending.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected but did not cause or contribute to a death or serious injury

Event description:
It was reported that this vns patient¿s device was disabled for four weeks to assess efficacy. The patient¿s general health status decreased dramatically. The device was programmed back on, and a system diagnostic was performed with impedance of 9400 ohms. The device was disabled and the patient was referred for revision. The patient¿s parents described extreme distortion during seizures: the patient would cramp and hyperextend during seizures. Follow-up showed that both of the patient¿s seizure types increased. Review of diagnostic history showed that system diagnostics were within normal limits on (B)(6) 2012. Multiple diagnostics were performed on (B)(6) 2013 with high impedance results. The device was disabled on (B)(6) 2013. X-rays have not been received to date. Surgery is likely but has not taken place.

Event description:
Analysis of the vns generator and lead was completed. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was verified. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 2.978 volts as measured during completion of the final electrical test, shows a non-ifi condition. The data in the diagaccumconsumed memory locations revealed that 34.563% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The resistance measurements taken during decontamination verified an electrical and mechanical contact between the generator and connector pin at one point in time. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there is no evidence to suggest a discontinuity in the returned portion of the device. However, since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.